Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely while wearing. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. There was no reported impact to the customer¿s blood glucose. The customer loaded new supplies and resumed insulin delivery.